Event description:
Material #: mz9266. Batch#: 24069332. It was reported by customer that bd maxzero trifuse broke at the part that screws on to the clave, causing the tip of the trifuse to pop out of the clave. This patient was off her heparin drip for possibly 10-15 minutes. For a patient on vasoactive drips this could have been a catastrophic event. Verbatim: complaint received via email(s). Product number - mz9266. Lot number - 24069332. Bd maxzero trifuse broke at the part that screws on to the clave, causing the tip of the trifuse to pop out of the clave. This patient was off her heparin drip for possibly 10-15 minutes. For a patient on vasoactive drips this could have been a catastrophic event.

Manufacturer narrative:
It was reported by customer that bd maxzero trifuse broke at the part that screws on to the clave, causing the tip of the trifuse to pop out of the clave. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review for model mz9266 lot number 24069332 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #: mz9266 batch#: 24069332. It was reported by customer that bd maxzero trifuse broke at the part that screws on to the clave, causing the tip of the trifuse to pop out of the clave. This patient was off her heparin drip for possibly 10-15 minutes. For a patient on vasoactive drips this could have been a catastrophic event. Complaint received via email(s) attached. Product number - mz9266 lot number - 24069332. Bd maxzero trifuse broke at the part that screws on to the clave, causing the tip of the trifuse to pop out of the clave. This patient was off her heparin drip for possibly 10-15 minutes. For a patient on vasoactive drips this could have been a catastrophic event.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.